Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.as calibration and qc data was acceptable, the analyzer system and reagents were working within specification.

Manufacturer narrative:
Na.

Event description:
The customer received questionable creatinine plus results for two patient samples that were reported outside the laboratory and were questioned by the doctor. Patient 1 initial result was 3.2 mg/dl. The repeat result was 1.0 mg/dl. The specific date of testing was not known, but was estimated as (B)(6) 2015. On (B)(6) 2015, patient 2 initial result was 5.5 mg/dl. The doctor called and had the patient redrawn and tested at another site. The other site gave a similar result to the repeat result. No specific data was provided. As a result of the doctor's questioning, the customer repeated the same sample on the same module. The repeat result was 0.8 mg/dl. The repeat results were believed to be correct. The patients were not adversely affected. The r1 reagent lot number was 61287901 with an expiration date of 01/31/2016. The r2 reagent lot number was 61695901 with an expiration date of 04/30/2016. The field service representative could not find a cause. He replaced the cells and lens assembly for inside and outside cells. He ran mechanism checks and verified probe alignment, rinse and detergent levels from the rinse station. He checked the reagent dispense tips and photometer readings which passed.